Event description:
Customer states that when the end user was walking outside with the walker. It broke on the right side bar where the front attaches to the back. He fell on his wife and she broke her shoulder.